Event description:
It was reported that this right ventricular (rv) lead exhibited noise resulting in several inappropriate shocks. The suspected cause was lead impairment, therefore rhythmcare recommended lead revision. This lead remains in service. No additional adverse patient effects were reported.